Event description:
It was reported that during a lap gastric band procedure, the device would not work. Used a second device to complete the case. There was no pt consequence reported.

Manufacturer narrative:
(B)(4): eval summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were not functional. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.